Manufacturer narrative:
Manufacturing year 2005. Field service was on site to complete system check, verified optical alignment and calibrated system. No problems found. System meets all amo specifications. Clinical specialist (cs) visited and performed optimization investigation. She found that right eye had no ir (iris registration) eligibility, no additional maps done the day of surgery. The left eye had the iris registration. Account records every procedure. Cs watched the video and found the surgeon does not protect the flap hinge and the 3/9 o'clock markings were not horizontal at all. Patient was over 3 diopters of cylinder in both eyes. Questioned post op refractions since one day post op was +0.50 +0.50 with 20/30 visual acuity but 2 week post operation was still 20/30 with -1.25+1.00 refraction. Both eyes were custom-vue with iflaps. Surgeon rarely makes physician adjustments (2 days per month since the system was fixed at this facility in october ¿ previously a roll-in/roll-out). The surgeon questions the laser. Clinical specialist offered to do training for staff onsite to conduct weekly calibrations to the system and it was denied. She did a wavescan training refresher and found calibrations verifications were being done incorrectly. They were shown the proper way to do acquisitions. Cs spent some time with surgeon showing him how to avoid repeating the scans the day of the surgery if they use the refraction sheet. Surgeon stated the room temperatures have absolutely no effect with under and over corrections. Clinical requested fss to visit site to take a look at the laser since she found artifacts on (B)(4) plastics along with the last visit. Fss checked laser and found minute artifact at 2 o¿clock and 7 o¿clock and replaced a mirror to eliminate artifact and replaced a lens to improve transmission. He aligned optical path and calibrated. System meets all amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported patient presented with undercorrection in both eyes after surgery and loss of best corrected visual acuity. (B)(6) 2014 ¿ preop , mr: od -0.25 +3.50 x75 @20/25, os -1.00 +4.25 x 101 @20/25 (never obtained 20/20 on preop visit). (B)(6) 2014 ¿ day of surgery they were able to get her to see 20/20 in both eyes. Glasses (prescription) 20/30+, cycloplegic refraction plano, right +3.50 x075 @20/25, left -0.75 +4.25 x101 @20/25. (B)(6) 2014 ¿ 1 day post op, manifest refraction: right +0.50 +0.50 x010 @20/30, left +0.75 +0.50 x165 @20/40. 2 week post op: mr: od -0.50 +2.25 x053 @20/30, os +0.25 +1.25 x098 @20/30. 1 month post op: manifest refraction: right -0.50 +2.25 x083 @20/40, uncorrected visual acuity: od 20/70, left +0.75 +1.50 x100 @20/50 os 20/200. (B)(6) 2014, patient had enhancement treatment on left eye +0.25 +1.25 x104.